Manufacturer narrative:
Apollo has not received the product. Therefore no analysis or testing has been done. A review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had a routine gastroscopy performed and the orbera balloon was not able to be identified in the patient's stomach. Patient was well however had reported some green urine about three months ago but didn't think much of it. The patient did not recall passing the device. A CT scan was performed. This was the patient's second balloon. Additional information received: "CT scan was performed on the patient and that the balloon was no longer anywhere in situ."